Event description:
The pump was returned for investigation. Investigation revealed damage to the cartridge compartment, a display failure, and a keypad response issue with evidence of contamination under the key contacts. This report is made based on results of investigation completed on 12/11/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during evaluation, the cartridge compartment was observed to be cracked at the threads. The display screen was dim and discolored. During testing, the up arrow, down arrow, and contrast key contacts were intermittently unresponsive. Evidence of contamination was found under the up arrow, down arrow, and contrast contacts. Unrelated to these issues, the bolus button cover was torn. The button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6.